Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a primary propofol infusion emptied faster than expected. The patient became apneic however there was no change in the blood pressure. The nurse had initially assumed someone had given the patient too many boluses along with the infusion running at a high rate. The event occurred in the ICU directly after a tubing change. There was no report of any lasting effect to the patient.